Event description:
It was reported that the device and leads got infected two months after implant. Follow-up is in progress to investigate whether the implants were removed and replaced. No patient complications have been reported as a result of this event. It was further reported that the device was removed from the patient due to infection, resterilized with eto and reimplanted into the patient. The leads remained in the patient and no intervention was performed on the leads.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device and leads got infected two months after implant. Follow-up is in progress to investigate whether the implants were removed and replaced. No patient complications have been reported as a result of this event.